Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that during a coaptation procedure through the right brachial vein and artery, the doctor attempted to pull back the wire when the venous catheter was pulled back out of coaptation. The doctor attempted to re-coapt the catheter when the catheter allegedly was bent and snapped. The broken piece of the catheter was found to have migrated and trapped in the axillary area. Further surgical intervention was required to remove the migrated part. Upon removal the device broke again. Both the parts of the device was successfully removed off the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. A device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was returned for evaluation. However, image and photo were provided for review. The result of the investigation is confirmed for the reported break and migration issues. The tip was returned separate to the device and a break was observed in two locations, midway along the tip length and at the bond area to the venous catheter shaft. The result of the investigation is unconfirmed for the reported bent and twisted issues. There was no evidence of this damage to the arterial or venous catheters. The definitive root cause for the reported issues could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: inspection prior to use 1. Before removing the wavelinq¿ endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ endoavf system. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. Wavelinq¿ endoavf system procedure: 31. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser through the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. H10: d4 (expiry date: 12/2021), g3. H11: h6 (method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a coaptation procedure through the right brachial vein and artery, the doctor attempted to pull back the wire when the venous catheter was pulled back out of coaptation. The doctor attempted to re-coapt the catheter when the catheter allegedly was bent and snapped. The broken piece of the catheter was found to have migrated and trapped in the axillary area. Further surgical intervention was required to remove the migrated part. Upon removal the device broke again. Both the parts of the device was successfully removed off the patient. The current status of the patient is unknown.